Event description:
Implant card received noting that the patient underwent a lead revision. The explanted lead has not been received by product analysis to date.

Event description:
It was reported patient has experienced painful stimulation and was seen with high lead impedance. Patient is referred for xrays. The physician has responded that xrays were taken and there was no obvious evidence of lead discontinuity within the limits of x-ray visualization. There was no trauma or manipulation of the site that could have caused the high impedance. No surgery has been planned to date. Pain was felt in the left lateral neck and the cause is unknown. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.